Event description:
It was reported that the patient with this pacemaker device exhibited atrial undersensing. Upon review, technical services (ts) stated that there were atrial tachy response (atr) and rythmiq episodes in the collection period and right ventricular (rv) auto thresholds showed loss of capture (loc) at 2.6v. There were no pauses noted and it looked like fusion loc. All lead measurements were within normal range. Ts recommended to have the patient seen in clinic for follow-up. This device remains in service. No adverse patient effects were reported.